Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused an abnormality in electronic components and the event temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information :please read before use. Warnings and cautions: caution: turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system: inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis exera ii bronchovideoscope relayed an error e315 to the monitor (non-compatible endoscope error). The customer reported the issue was identified during preparation prior to use. No adverse effects to patient were reported. Further event information has been requested and not received at this time.

Manufacturer narrative:
The device was returned for evaluation. During testing, the an image issue was confirmed; no image was relayed to the monitor. This issue was resolved after the device was disassembled, aerated and reassembled. The following issues occurred during first testing: switch buttons 1 and 4 did not work; the control body was wet; and the scope connector was wet. These issues were also resolved after aeration of the components. During visual examination, the following issues were identified: the bending section cover had a pinhole; the bending section cover adhesive was cracked; and the insertion tube was dented. Functional testing showed that the bending section didn't meet electrical insulation specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.